Event description:
It was reported that balloon rupture, hypotension and balloon detachment occurred. The patient presented with bleeding. Vascular access was obtained via the right femoral artery. The target lesion was located in a moderately tortuous abdominal aorta. A 27/7/2/65 equalizer¿ balloon catheter was used as urgent treatment to stop the bleeding. During the first inflation, the balloon ruptured after being inflated for 30 seconds. It was also noted that the blood pressure began lowering. The device was removed from the patient. The physician suspected that the balloon was detached inside the patient¿s body. The procedure was completed with another of the same device. The patient was then transferred to the operating room. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon is missing a section of balloon material. There was a kink noted at 43cm. Balloon bonds were within specification. A small piece of string is tied around the shaft above the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, hypotension and balloon detachment occurred. The patient presented with bleeding. Vascular access was obtained via the right femoral artery. The target lesion was located in a moderately tortuous abdominal aorta. A 27/7/2/65 equalizer balloon catheter was used as urgent treatment to stop the bleeding. During the first inflation, the balloon ruptured after being inflated for 30 seconds. It was also noted that the blood pressure began lowering. The device was removed from the patient. The physician suspected that the balloon was detached inside the patient's body. The procedure was completed with another of the same device. The patient was then transferred to the operating room. No further patient complications were reported and the patient's status was good.